Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall components placed on the market with the same lot #s. This is the first and only complaint received on these lot #s/sterilization #s. No additional details were available on this post-operative issue, specifically the following information was requested to the complaint source, but it was not available: pre-operative x-rays related to the revision surgery; pathogen responsible for the infection; clinical data for the patient. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lot #1600888, lot #1602284, and lot #1603724; we can state that the event was not product related. Pms data. According to limacorporate pms data, revision rate of smr reverse implants due to infection is 0,067%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery of a smr reverse implant performed on (B)(6) 2021, due to infection. According to the complaint source, surgeon planned to complete a wash out with exchanging implants. The following components were explanted: smr reverse hp liner short (product code 1365.09.010, lot #1600888 - ster. 1600089) - product not marketed in the us. Smr connector small r (product code 1374.15.305, lot #1602284 - ster. 1600073). Smr reverse hp glenosphere 40 mm (product code 1374.50.400, lot #1603724 - ster. 1600084) - product not marketed in the us. Explants were replaced with new sterile implants. Previous surgery took place on may 11th, 2016. Patient is a female, (B)(6) years old. Event happened in (B)(6).